Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler. The visual inspection of the device determined that an internal component was broken/missing from the device. Further evaluation determined that the component was broken from the device during the assembly process. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of an manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic wedge resection/segmental resection, device was firstly used, after the device was opened from the blister pack, a white plastic part came off. It was not a broken fragment and was looking like a dropped part of any component, so the device was not used to avoid occurring the failure during use. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.